Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a constant tone, frozen display screen and buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with frozen display followed by constant tone due to cold solder joint on mother board. We were unable to perform functional tests due to frozen display. The insulin pump had a cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.